Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla280300/18128381 UDI: (B)(4), plc271200/18096211, UDI: (B)(4), plc271200/18407844, UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the physician reported that the patient was unable to move his legs. A MRI noted a spinal cord infarct at the leve of t12. No further information was available at this time. On (B)(6) 2019, the physician reported they scanned the patient this afternoon and all limbs and hypos were patent.